Event description:
It was reported that low hv lead impedance was observed thru care link system. In the clinic, the measurements were normal. Possible lead damage was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the lead was capped.